Manufacturer narrative:
Device analysis shows a device failure. Device analysis report is attached. This report is submitted on january 06, 2022.

Manufacturer narrative:
This report is submitted on november 01, 2021.

Event description:
Per the clinic, the patient experienced poor performance with the device and short circuits were noted. The device was explanted on (B)(6) 2021 and there are no plans to reimplant the patient with a new device as of the date of this report.